Event description:
It was reported that during a da vinci-assisted surgical procedure, the technical service engineer (tse) that universal surgical manipulator (usm) arm 4 was having engagement errors and issues. The representative stated they have tried new instruments, drapes, reseating the instrument and drape but the issue was re-occurring. The logs showed 22020 engagement errors on arm 4. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to engagement issues. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and the 22020 error was found indicating engagement fault on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 22020 error was triggered indicating fault on the carriage, replicating the reported event. The usm was then install onto a pftp (patient side cart fixture test platform) where carriage direction test was found to be failing on the dof (degrees of freedom) 5. Once testing was completed, the dof 5 gearbox was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause based on findings from failure analysis may be attributed to an engagement issue pertaining the gearbox of the usm.